Event description:
In 2008, a gore propaten vascular graft was implanted as a left common femoral to popliteal bypass. Two months later, a portion at the proximal end was explanted due to bleeding and infection at the anastomosis. There was no dehiscence of the original graft or suture. A left external iliac-femoral popliteal bypass using a gore propaten vascular graft was performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. The investigation is in progress.